Event description:
This event was reported as valve explanted due to prosthetic valve endocarditis, source unknown. Aortic insufficiency, shortness of breath and an infected clot/thrombus on rt. Coronary cusp and ascending aorta; no further info was provided.